Manufacturer narrative:
The event was returned to applied medical for evaluation, along with a black fragment and a clear component. Visual inspection confirmed the complainant¿s experience of seal component separation and particulation. The returned black fragment matched the missing portion of the septum, an internal rubber component of the seal. The clear component was identified to be the shield, an internal plastic component of the seal. Based on the condition of the returned unit, it is likely that the fragmented septum and dislodged shield were caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Event description:
Procedure performed: pancreaticoduodenectomy. Event description: report from the sales rep via email; the surgeon felt resistance when inserting the retrieval bag[brand name], and when he pushed it in, the black component, which appeared to be a trocar valve, fell out into the abdominal cavity. Additional information received on29 may 2024 by applied medical represenative: this event was determined to be a part of a septum or duckbill that fell. Type of intervention: the dropped valves were recovered. Patient status: no impact.